Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found a piece approximately 2.92 mm x 5.14 mm was found to be broken off. The broken piece was not returned with the instrument. The complaint regarding tip is broken was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument tip is broken. There was no report of patient involvement or patient injury.